Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years 9 months post implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a 22mm mechanical valve for unknown reasons. No additional adverse patient effects were reported.